Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was noted to have a small left atrial appendage. The landing zone measurements were under the following degree views: 9mm at 0 degrees, 8mm at 45 degrees, 9mm at 90 degrees, and 12mm at 135 degrees. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 12 mmhg. Ten thousand units of heparin were administered. Transseptal access was inferior and mid. The occluder was implanted. On (B)(6) 2025 the patient presented with a circumferential cardiac tamponade measured at 1.8cm in the left atrial appendage. A pericardiocentesis was performed with 250cc of liquid drained. The user believed the occluder caused the cardiac tamponade. The patient status was stable.

Manufacturer narrative:
An event of circumferential pericardial effusion and cardiac tamponade 4 days post-implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as the patient was admitted and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.